Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Bibliography: sanjay s. Mehta, m. N. (2019). Multimodality imaging and percutaneous closure of right sinus of valsalva right ventricular outflow tract fistula after transcatheter aortic valve replacement. Journal of invasive cardiology; e227-e228.

Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms.  They have been reported as a rare complication following surgical or transcatheter aortic valve replacement.  This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication.  In this case, the cause for the intra-cardiac fistula is unknown; however, per article procedural/patient factors (valve over-sizing, re-ballooning for paravalvular regurgitation, or nominal ballooning with large amount of nodular calcification of the leaflets, annulus, left ventricular outflow tract or sinus of valsalva) may contribute the event. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As per article, ¿multimodality imaging and percutaneous closure of right sinus of valsalva to right ventricular outflow tract fistula after transcatheter aortic valve replacement¿, a (B)(6) year old male with multiple medical comorbidities was admitted for critical aortic stenosis. The patient underwent a tavr with a 26mm sapien 3 valve with nominal inflation. Post inflation echo revealed a fistula between the aortic root, right of the sinus of valsalva region to the right ventricular outflow tract (rvot).  The patient remained stable and 2 days post procedure was discharged home. Approximately 4 days post implant, the patient was admitted with shortness of breath and the patient¿s blood pressure was 120/20mmhg. A shunt was confirmed.  An 8.0 x 13.5mm vascular plug was passed and deployed across the fistula. A post procedural echo (tee) showed minimal flow across the fistulous tract. Over the next 24 hours, the patient¿s blood pressure improved, and the patient was discharged home.